Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced ¿symptoms on the left arm tingling and weakness in the leg¿ one day post-implant. They went to the hospital and were told it was a tia (transient ischemic attack), and had a CT scan done. There were no device issues reported.